Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix was retracted and clogged with tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event was due to the helix/inner coil being clogged with tissue.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the lead helix exhibited difficulty with retraction. Additionally, the helix was not able to be extended when placed. A replacement lead was used to complete the procedure. The patient was stable.